Event description:
Surgeon attempted to introduce inserter into sheath. The sheath lumen would not allow inserter to pass and the sheath was torn in the attempt. A new port-a-cath kit was opened to obtain a new sheath to complete the procedure. The procedure was completed without injury to the patient.====================== manufacturer response for implantable central line catheter- single lumen, bard port implanted port with open end catheter======================awaiting vendor response